Event description:
The customer obtained multiple discordant vitros ckmb patient results while performing correlation studies between two vitros 250 chemistry systems. Patient 1, vitros 250 #1 result= 22 vs. Expected vitros 250 #2 result= 12 u/l. Patient 2, vitros 250 #1 result= 24 vs. Expected vitros 250 #2 result= 13 u/l and, patient 5, vitros 250 #1 result= 5 vs. Expected vitros 250 #2 result= 18 u/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. However, the discordant vitros ckmb patient results were not reported from the laboratory. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation determined that discordant vitros ckmb patient results were observed when performing patient correlation studies between two vitros 250 chemistry systems. The root cause of this event is two types of user error. Firstly, the customer did not routinely monitor vitros ckmb performance by running quality controls as per device labeling. Secondly, the customer manually entered vitros ckmb calibration parameters on vitros 250 #1 and did not verify accuracy of the calibration prior to use . Following ckmb calibration, acceptable concordance and accuracy was observed. The root cause of the event was discussed with the customer.